Event description:
Procedure performed: cholecystectomie. Event description: no clip appeared after actuation by surgeon, he tried the first clip outside the patient, it was successful, but the next didn't come it was the 3 clipper since last week, only one can be returned, because I was just entering the or. Patient status: ni: (occurred before use on patient). Intervention: was replaced by another clipper.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, (B)(4), was included in the recall.

Event description:
Procedure performed: cholecystectomie. Event description: no clip appeared after actuation by surgeon, he tried the first clip outside the patient, it was successful, but the next didn't come. It was the 3 clipper since last week, only one can be returned, because I was just entering the or. Patient status: ni (occurred before use on patient). Intervention: was replaced by another clipper.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint #(B)(4), was included in the recall.